Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited a failure to capture. The lead was explanted and replaced. The patient was in stable condition.